Event description:
Boston scientific received information that during a follow up visit, pace impedance measurement data was being analyzed for this implantable cardioverter defibrillator (ICD). The right ventricular channel revealed a pacing impedance value 500 ohms greater prior seven-day average and then returned to more typical values thereafter. All other measurements were within normal limits. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.